Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the vns programming history found that faulted diagnostics occurred repeatedly on (B)(6), 2010, which led to a programming anomaly as the vns device was left at changed settings.